Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump stopped working during the night, and the customer was hospitalized for high blood glucose levels. It was stated that the insulin pump was alarming continuously, stopping all insulin delivery. Nothing further was reported.